Event description:
As reported by the user facility: the IV was leaking at the hub; when it was removed, the catheter was not there - it broke off at the hub. Patient had to got to radiology and catheter had migrated up the arm and caused an infiltrate. MFR ref# 9610825-2013-00269.